Event description:
A high reading issue was reported with the adc device. The customer obtained higher sensor readings compared to readings obtained on the built-in meter. The customer experienced symptoms described as looseness, dizziness, and was treated with "two bricks of juice" and candy provided by spouse. The customer was also seen in the emergency room where they were provided 10 mg of valium for tachycardia. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained higher sensor readings compared to readings obtained on the built-in meter. The customer experienced symptoms described as looseness, dizziness, and was treated with "two bricks of juice" and candy provided by spouse. The customer was also seen in the emergency room where they were provided 10 mg of valium for tachycardia. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained higher sensor readings compared to readings obtained on the built-in meter. The customer experienced symptoms described as looseness, dizziness, and was treated with "two bricks of juice" and candy provided by spouse. The customer was also seen in the emergency room where they were provided 10 mg of valium for tachycardia. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.